Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the neurosurgeon could not insert the second extension, contacts 8-15 properly till the end of the track. The impedances checked showed a problem with the connections. The issue was identified during the normal procedure of implantable neurostimulator (ins) replacement. The actions taken to resolve this event was the neurosurgeon tried to open and close the screws, and to take in and out the extension distal end, with no success. The issue was not resolved at the time of this report. The ins was replaced by another one. The defected ins will be returned for inspection. The patient was alive with no injury. Nothing happened to the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID 37085-60, serial# (B)(4), product type: extension; product ID 37085-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
The rep a week later that the original reported information was inaccurate. The ins was initially replaced due to bad impedances, ins was totally fine with no problem. It was challenging for the neurosurgeon to enter the extension to 8-15 entrance. This was why a another ins was opened, thinking that the root of the problem was the ins itself, but it happened again with the second ins. The physician realized the problem was probably due to a kink at the distal end of the extension. After a few attempts the ins was connected with no impedance problems or issues.